Event description:
The customer reported that on (B)(6) 2011 an erroneous, low direct high-density lipoprotein cholesterol (hdld) result was generated on an unicel dxc 800 synchron system for one patient sample. Initial and multiple repeat hdld results, generated on the same instrument, were suppressed with an "initial rate low" instrument generated flag. The suppressed hdld result was reported outside the laboratory as a "less than 5.0" result. Although reported outside of the laboratory there was no death, serious injury or modification to patient treatment associated or attributed to this event. The same sample was diluted with saline (using a 1:2 dilution ratio). Testing of the diluted sample generated a higher numerical result. This result was regarded as valid and an amended report was issued. The customer did not report any issues with other chemistries or any instrument system errors. The fact that the original result was suppressed, initial rate low, may indicate a problem with the sample quality. Diluting the sample and reporting out the numeric result was appropriate. The sample was a serum sample and was not lipemic. Patient demographics were not provided by the customer. The customer provided information regarding additional, same patient test results which had been generated at a previous date, however did not provide any actual data or information regarding any confirmatory testing which would have substantiated the results as erroneous. Beckman coulter assessment of these results indicated that there was no evidence that they were incorrect. The same used during the previous event was lipimic.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that assay quality control results met customer established specifications during the timeframe of the event. A definitive root cause cannot be determined at this time with the information available.